Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in hospital due to receipt of multiple defibrillation therapies for multiple episodes of tachycardia. The patient had a history of externalized conductors documented since 2018 on his right ventricular (rv) lead. Multiview fluoroscopy exam confirmed externalized conductors. Patient was also kept on additional medication due to multiple therapies received. The lead was capped and replaced on (B)(6) 2020. The patient was stable.